Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
On (B)(6) 2010, the patient reported that yesterday she noticed the screen of her insulin infusion device is not readable. She said the only thing she can see is u/h on the bottom right side of the display. She stated there is a black line that covers the top portion of the left side of the display. She said her device battery has been in use since last week. She was advised to insert a new battery, but she stated she does not have another one. She removed and then reinserted the battery. She said she can hear her device beep, but can only see something on the right side of the screen that said "g." She said her device has not been dropped and the display is not cracked. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Event description:
It was reported that the battery was approaching eri faster than expected.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. The battery voltage exceeded the expected longevity performance. With a new battery installed, the device's functionality was tested and found to be normal. No battery anomalies were detected.